Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information is not available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral sides ¿rupture¿. This record is for right side. The device has been explanted.

Event description:
Patient reported bilateral sides ¿rupture¿. This record is for right side. The device has been explanted.